Manufacturer narrative:
The fsr replaced the batteries. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the unit was not charging. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. It has been confirmed by the (B)(6) representative that the batteries were lost in transit so no further testing will be conducted by the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.